Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. The temperature was verified to be within specifications. A fluid volume accuracy test was performed and the device failed. When a test article piston foam was used, the device passed the volumetric accuracy test. An inspection that was performed on the piston foams revealed that they have disintegrated. The evaluation concluded that the cause of the failed volume accuracy testing was the deteriorated piston foams. The piston foam was to be scrapped and the device was to be sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.